Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, the cause of the no image was due to corrosion on plug unit should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited no image due to corrosion on plug unit. There was no patient involvement.